Event description:
I started feeling very fatigued and became sensitive to chemicals and the years have progressed I've had increasing random symptoms. Now I experience chronic fatigue and daily migraines. I bruise easily, have tingling in my extremities and vertigo. One month ago my right ear started ringing and hasn't stopped. I generally feel bad with nausea and stomach cramps or bloating. I have really bad acne. Recently I have had several minor strokes and chest tightness or pressure. I'm unable to work out at all because I get a headache from it. I'm head and cold sensitive now. Blood tests are normal except slightly high cholesterol. FDA safety report ID# (B)(4).